Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The impactor broke during primary thr. **update (B)(6) 2016** follow-up from sales rep indicated the break occurred at the back of the handle.

Manufacturer narrative:
This is a duplicate report of 1818910-2016-15524. This report, 1818910-2016-16134, will be rejected. 1818910-2016-15524 will be kept for investigation purposes.